Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's pace/sense lead triggered lead integrity alert due to non-physiologic sensing. The patient experienced four non-sustaining tachycardia and oversensing events. The electrogram reported noise on the ventricular channel. Pacing was inhibited briefly. The lead was explanted and replaced. No patient complications were reported as a result of this event.